Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, 2004 (B)(6); 5076 implantable pacing lead, 2004 (B)(6); 7278 implantable cardioverter defibrillator, 2005 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance increased and is now high. There is also noise on the electrogram. The device detected inappropriately, however, the shock was aborted. The lead remains in use. No patient complications have been reported as a result of this event.